Manufacturer narrative:
The device is expected to be returned for an investigation. However, it has not been yet received. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during prior to patient use test, the shiley tracheostomy tube cuff was found to be difficult to inflate and deflate. There was no patient involvement.

Manufacturer narrative:
Covidien reference: (B)(4). One endotracheal tube was received for evaluation. Inflation/deflation tests were performed by applying air to the cuff. A restriction was felt at the time of inflation and deflation. The inflation line was cut at the area where it is inserted into the pilot valve. It was observed that the inflation line was obstructed with foreign material at the interface of the inflation line and the pilot valve. The foreign material was removed and the air passed freely. The customer reported malfunction was verified.